Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, no staples came out. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were the colored drivers in the cartridge visible? Yes. Was the tissue excised prior to the staple line being examined? No. Was the leak detected visually or a leak test performed? Visually.